Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer's blood glucose level was 29.9 mmol/l. The customer did not provide details regarding symptoms of their low blood glucose episodes however, customer was treated for their glucose levels with the insulin pump. The insulin pump will not be returned for analysis.